Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 04-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy to costume jewellery made from metal / allergy to metals') in an adult female patient who had essure (batch no. C35392 (right); b34525 (left)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced allergy to metals (seriousness criterion medically significant), hyperthyroidism ("thyroid gland dysregulation / hyperthyroidism"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), nausea ("nausea") and pruritus ("pruritus"). Essure treatment was not changed. At the time of the report, the allergy to metals, hyperthyroidism, fatigue, myalgia, arthralgia, nausea and pruritus had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, fatigue, hyperthyroidism, myalgia, nausea and pruritus with essure. The reporter commented: occurrence period: from 2016 to today. She was still waiting to have her essure implants removed. Meaning, she still has thyroid gland dysregulation, chronic fatigue, muscle pain and aches, pruritus and an allergy to metals. Lot number: b34525 manufacturing date: 2013-05 expiration date: 2016-05. Lot number: c35392 manufacturing date: 2014-03 expiration date: 2017-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy to costume jewellery made from metal / allergy to metals') in an adult female patient who had essure (batch no. C35392 (right); b34525 (left)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced allergy to metals (seriousness criterion medically significant), hyperthyroidism ("thyroid gland dysregulation / hyperthyroidism"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), nausea ("nausea") and pruritus ("pruritus"). Essure treatment was not changed. At the time of the report, the allergy to metals, hyperthyroidism, fatigue, myalgia, arthralgia, nausea and pruritus had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, fatigue, hyperthyroidism, myalgia, nausea and pruritus with essure. The reporter commented: occurrence period: from 2016 to today. She was still waiting to have her essure implants removed. Meaning, she still has thyroid gland dysregulation, chronic fatigue, muscle pain and aches, pruritus and an allergy to metals. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.